Event description:
It was reported that the patient presented to the hospital for a scheduled generator change procedure. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high out of range pacing impedance. Programming changes on the lv pacing configuration was performed. The patient was in stable condition.